Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple pump errors. The blood glucose level was 183 mg/dl to 203 mg/dl. Troubleshooting was performed and noticed that they were not able to clear the alarm. The customer also stated that the insulin pump had frozen display as well as critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. Unable to confirm a broken force sensor was detected during seating or regular delivery due to critical pump error alarm. No frozen screen noted.